Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and it was returned in the condition reported as the valve was dislodged inside of the hub. The friction ring remains intact. The hemostatic valve separation remains a reportable issue. The product investigation was completed on january 15, 2020. Investigation summary: the device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath and the flushing issue could be related to the valve detachment, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001169 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the physician believed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not flushing properly. The air was pulled from the valve when they pulled back to try and aspirate. In addition, the valve was bleeding back on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The carto 3 system is operating per specifications and was not responsible for the product issue. They reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium has been determined to be the root cause of the complaint reported. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure was continued. No patient consequence was reported. The blood return observed was assessed as a reportable hemostatic valve separation issue. In addition, the air in the hub of the sheath and the inadequate irrigation of the sheath were also assessed as reportable issues.